Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient diagnosis of respiratory distress, one to two hours later when the patient was first being suctioned, suction catheter could not be passed through to inner cannula. Oxygen saturation dropped. New cannula was installed and the patient recovered o2 range.